Event description:
It was reported that the vns patient's device was interrogated at a follow up appointment on (B)(6) 2010, and the physician noted that the output current was set to 0ma, which was not the expected output current. The manufacturer representative went to the site following this observation, and confirmed that there were no issues with the programming system and verified that the device was functioning as intended. The programming and diagnostic history was downloaded and sent to manufacturer for review. Review of the data revealed that there was no evidence of a faulted diagnostic test or a programming change that could have resulted in the output current having been re-programmed to 0ma. Good faith attempts to obtain additional information, including whether the patient was seen at a different site in between the office visits, are underway, however, no additional information has been received to date.

Manufacturer narrative:
Analysis of programming history.